Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the stent strut was sticking up. The procedure was completed and there were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the stent strut was sticking up. The procedure was completed and there were no patient complications nor injuries reported. It was further reported that the target lesion was located in the moderately calcified left anterior descending artery and the procedure was completed with a smaller-sized synergy drug-eluting stent.

Manufacturer narrative:
B3 - date of event: updated event date to 05/24/2022.

Manufacturer narrative:
E1. Initial reporter title: updated to dr. E1. Initial reporter first name: changed from don to none. E1. Initial reporter last name: changed from ladd to jama e1. Initial reporter phone: changed from (B)(6) b3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the stent strut was sticking up. The procedure was completed and there were no patient complications nor injuries reported. It was further reported that the target lesion was located in the moderately calcified left anterior descending artery and the procedure was completed with a smaller-sized synergy drug-eluting stent.